Manufacturer narrative:
Product event summary: product performance information was returned, analyzed, and no anomalies were found.

Event description:
It was reported that the device had possible early battery depletion. The left ventricular lead was also noted to have high threshold. The device was explanted and replaced. The left ventricular lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (B)(6) 2011; 5076 implantable pacing lead (B)(6) 2006; 6931 implantable tachy lead (B)(6) 2006. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.